Event description:
It was observed that during the device evaluation, the adhesive of the forceps cover of the subject device was missing. Additionally, the adhesive of the objective lens was peeling and chipped, and the adhesive around the light guide lens was peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the reportable issues found during the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.